Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a female patient underwent breast augmentation revision with a mentor moderate smooth round saline implant 150 cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.

Manufacturer narrative:
Mentor received additional event information on 3/22/2018: the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 570cc saline prostheses, 200cc on the right and 175cc on the left. Mentor also received the following information on 3/22/2018: date of implant: (B)(6) 2013. Date of explant: (B)(6) 2018. Catalog: 3501615. Serial number: (B)(4). Lot number: 6670148. The device history record (DHR) of lot number 6670148 was reviewed on 3/27/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).